Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had hardware failure and was unable to recover the drawer. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was hardware failure. A field service engineer shut down the station and removed the back panel to access the internal components. Then disconnected and reconnected the row board cable from the drawer control board. After securing the connections, closed the back panel and powered the station back on to resolve the issue. Functional testing was performed using the station application, and all tests were completed successfully. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had hardware failure and was unable to recover the drawer. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.